Event description:
Note: this report pertains to the first of two devices used during the same procedure. Refer to associated manufacturer report #6000048-2007-00342. In 2007, an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy for "an indeterminate stricture" was performed using spybite biopsy forceps in conjunction with a spyscope access and delivery catheter on a female patient (weight unknown). According to the complaint, "six bites were taken with a spybite biopsy forcep." "After the spyglass procedure [cholangioscopy], patient presented with abdominal pain and fever, which was diagnosed as pancreatitis with a severity of mild. Patient was treated with antibiotics and the event resolved a week later." Reportedly, the physician indicated that the event was "probably" related to both procedures and both devices.

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is undetermined. A review of the customer's shipment history could not identify a lot number for this device. Without a potential lot number, a review of the device history record (DHR) was not possible. The october 2007 15-month spyglass visualization system - spybite product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.